Event description:
It was reported that a progav shunt system (part # fv434t) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 59 years. Height: 170 centimeters (cm). Weight: 65 kilograms (kg). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of 0,034mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Deposits were found on the catheter. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine deposits as well as a deformation of the outer housing of the progav valve. The deposits and the deformation had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.